Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead noted that there was blood/body fluid inside the electrode end of the distal conductor, the distal conductor was distorted and the lead was stretched. Damaged at implant.

Event description:
It was reported that during implant attempt, after positioning the lead in the target vein, the lead buckled while the physician was advancing the stylet. The lead was removed and replaced. There were no patient complications reported as a result of this event. The patient's status was reported to be good.